Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 6949 implantable tachy lead, (B)(6) 2005. (B)(4). Device remains in use.

Event description:
It was reported that there was apparent loss of atrial capture resulting in the rv (right ventricular) lead impedance not being measured. The atrial lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.